Manufacturer narrative:
(B)(4). The actual device was reportedly discarded; however, an opened device was received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The investigation did not verify the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured 04/08/2014 - 04/11/2014. An actual sample was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and it was observed that the sponge was partially sticking up in the cap. As a result, the reported issue was verified through visual inspection. Upon conclusion of the investigation, the cause of the reported problem could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap with povidone-iodine solution was protruding out of the cap. This was noticed by the home patient's spouse before use in therapy. The reporter stated that when the device was received, it was taken out of the carton and stored in a cabinet being opening. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.